Event description:
Failure of resurfacing tibial and loose posterior sloping baseplate. Removed tibia and replaced with a stemmed cruciform tibia and a 9 mm med modular revision insert. In dr's opinion lack of bone ingrowth to tibia caused the need for revision.